Manufacturer narrative:
(B)(4). Date sent: 02/03/2022.

Manufacturer narrative:
(B)(4). Date sent: 02/23/2022. Additional information was requested, and the following was received: how much longer was the incision made for the port incision when going from laparoscopic to hand-assist? Although we could not confirm the detailed figures, we believe that the wound for removing the colon at the end was cut slightly to a size where our hands could fit. Was the post-operative care of the patient altered in any way related to the modification of hand-assist? No, our sales rep did not hear that the patient needed additional cares after the surgery.

Manufacturer narrative:
(B)(4). Date sent: 02/15/2022 d4: batch # u5fa1f device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Device was received with no staples and anvil with cut washer. When battery was installed, the green checkmark illuminated, confirming that the device was fired and achieved full firing stroke. Device was loaded with staples, reset, and fired into a test skin. The device fired as designed and functioned properly. Any causes prohibiting a successful firing were not found. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/07/2022. H6: health effect ¿ clinical code = procedural complications (e21). Additional information received: the procedure was a sigmoidectomy. A small incision wound was added, and the procedure was converted to hand-assist one. The deployed staples were formed properly. The patient¿s condition is being confirmed. Was the conversion to hand-assist related to the device not firing? Yes. The device could not be fired, and the additional incision was added to convert to hand-assist procedure. What confirmation did the surgeon receive that the anvil was attached? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Was the post-op care of the patient altered in any way? No.

Event description:
It was reported that during an unknown procedure, the device could not be fired. The anvil was reattached to the trocar by hand, then it was fired. The same device was used as it is to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.